Event description:
It was reported that blade was wobbling. The procedure was completed with another blade and the vibrating device was not used on the patient. The device was checked prior to use, reseated and was still wobbling. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 : visually, the inner shaft was bent distal to the inner hub when returned. There was no damage to the distal tip and no loose components. The proximal outside diameter of the outer hub (locking area) shall be 0.340 +0.003/-0.001 inches and the actual measurements were between 0.339 and 0.340 inches which was in specification. Functionally, for further analysis, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece but had excessive wobbling while oscillating up to 3000 rpm. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.